Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow up, the right atrial lead exhibited noise. The noise could be reproduced with arm movements. No electrical abnormalities were observed. The patient was in stable condition and would be monitored with routine follow up.